Event description:
The customer stated while troubleshooting a cell-dyn ruby analyzer the customer was splashed in the eyes. The customer was flushing the y-valve, and was wearing only a lab coat and gloves. The customer immediately flushed their eyes with eye wash. An incident report was filled out at the customer site, but no further medical attention was sought. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4) a follow up report will be submitted when the investigation is complete.